Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported device is being returned by the distributor. Once the device is returned and evaluated, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve the primary stability. The implant was removed about 2 weeks after it was placed into tooth # 25. The implant site had type 2 bone quality. The implant site was not infected. The patient had no relevant pre-existing condition. There was no noted abnormality with the implant. There was no report of injury to the patient.

Manufacturer narrative:
Corrected data: UDI number was provided. The device was returned and evaluated. A visual and microscopic inspection was performed and found no deviations. Critical parameters were measured and found no deviations, no defects, nor non-conformities. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause cannot be determined, probable cause for loss of primary stability at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating the osteotomy bigger than the size of the implant diameter. IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. No abnormality with the implant was confirmed, this event will be tracked and trended.